Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the specification range. Pump was monitored and tested with no failed battery test noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received failed battery test alarm. The customer¿s blood glucose level was 119 mg/dl. Customer reports failed battery test alarm occurred again after troubleshooting. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump was returned for analysis.